Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery that occurred during use of another device. The 2.8 x 16 mm graftmaster stent delivery system was advanced; however, could not reach the perforation. The perforation was treated with prolonged dilatation balloon inflations which sealed the perforation successfully. No additional information was provided.